Event description:
Reference number (B)(4). Event occurred in argentina. On 17-oct-2024, it was reported that the patient faced infusion set tubing detachment after taking bath. Site of insertion was lower back. Infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.